Manufacturer narrative:
Estimated date of event. The additional prostyle devices referenced are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of an unspecified vessel using a proglide and two prostyle devices after an interventional angioplasty procedure using a 5f sheath. Reportedly, when the plunger of the proglide device was removed, a cuff miss [suture retrieval issue] was noticed. An attempt with a prostyle device was then made; however, the same issue occurred. An unspecified issue occurred with the second prostyle device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information was received. The proglide device was used in a separate procedure. The corrected details are as follows. It was reported that this was a closure of an unspecified vessel using 2 proglide devices after an interventional angioplasty procedure using a 5f sheath. Reportedly, both proglides failed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B5: the additional proglide device is captured under a separate medwatch report. Analysis was performed on the returned device. The reported unspecified failure mode was observed as a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6, code 1142 removed.